Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the biopsy channel leaked resulting in reprocessing was not completed, foreign material was left within the device. The event can be detected and prevented by following the instructions for use (IFU) sections: - detection method is included in operation manual chapter 3 preparation and inspection. - preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope distal end leaky during preparation for use, during inspection and evaluation, the light guide lens was dirty. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿distal end leaky¿ was confirmed. The following findings were noted during device evaluation: due to wear of scope-cover packing, water tightness is lost, air water-cylinder has discoloration, suction-cylinder has no color, plug unit is damaged, due to a pinhole on channel-tube, water tightness is lost, due to adhesive peeling on bending section, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, bending angle in up or down direction do not meet specifications, objective lens has a scratch, adhesive on bending section has a crack, connecting tube has a scratch, and universal cord has buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.